Event description:
An unk anuerx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported approximately 33 months post stent graft implant the patient had enlargement of the aneurysm. The CT demostrated that the aneurysm was expanding up to the renal arteries due to dilatation of the aortic neck from disease progression. The CT did not detect a type I endoleak. The physician surgically converted the patient to a conventional stent graft. The stent graft and its components were removed from the patient. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
H6- lack of information (aneurysm and vessel morphology are unk). Patients condition affected effectiveness of device (disease progression resulting in dilatation or the aortic neck). Evaluation - lack or information (aneurysm and vessel morpholgy are unk, pending evalution of stent graft). Device failure/lack of effectiveness related to patient condition (disease progression resulting in dilatation of the arotic neck).